Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, which confirmed multiple errors 23025. The fse replaced the patient side manipulator (psm) 3 to resolve the error issue. The system was tested and verified as ready for use. Isi received the patient side manipulator (psm) involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation of the returned psm confirmed, the customer reported complaint. The unit was returned for failure analysis and the reported (error 23025 axis 2) was able to be reproduced during power up. The axis 2 motor will be replaced as a fix.

Event description:
It was reported, that during a da vinci-assisted rectopexy surgical procedure. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called, technical support engineer (tse) to report a problem on the patient side manipulator (psm) 3. The customer was facing a non-recoverable fault 23025. The tse checked the logs and confirmed the error pointing to encoder on psm3 axis 2. The tse found this error multiple times in the last period. The csr had disabled psm3, and the surgery was finishing with 2 instrument arms. The psm3 needed to be replaced. The procedure continued as planned. And completed with no report of patient injury.